Manufacturer narrative:
(B)(4). Additional information: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation. A follow-up report will be filed if any additional information becomes available.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had a system error 2240 (air in set) alarm during initial drain on a homechoice (hc) machine. The caregiver (cg) stated that the patient line was disconnected and the cg reconnected the patient line to the hp and tried to resume therapy. The technical service representative (tsr) helped the cg to clear the alarm and advised the cg to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.